Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that damage to the pump housing caused difficulty removing cartridges. The customer's blood glucose level was 160 mg/dl. Customer declined further troubleshooting. And did not provided any additional information.